Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and was seen on (B)(6) 2019 for 6 month follow up visit. The patient reported that he was dissatisfied and stated that he regrets having the procedure. He stated that he cannot see road signs and felt he saw better before the procedure. The surgery center reported that the patient has been 20/20 since first follow up but has had minor issues such as dryness and loose epithelium after surgery. The patient had no loss of best corrected visual acuity (bcva) and patient symptoms are significantly interfering with daily activities. Bcva on (B)(6) 2019: right eye pre-op 20/20 1.75 x -2.50 x 175, left eye pre-op 20/20 1.50 x -2.50 x 175. Bcva on (B)(6) 2019: right eye post-op 20/15 -.25 x .00 x 90, left eye post-op 20/15 .00 x -.50 x 85.